Manufacturer narrative:
Evaluation of the returned applicator confirmed a missing hinge pin. The pin was believed to have broken due to stress or corrosion. There are no records that the applicator has ever been sent in for preventive maintenance or inspection by the MFR. It is believed this incident in the result of lack of proper care or lack of maintenance.

Event description:
Coopersurgical inc received a complaint from one of their customers indicating that a piece of metal fell off an applicator and dropped into the pt. The piece could not be located by x-ray so it was not removed. Coopersurgical examined the applicator and indicated that the hinge pin is missing and is believed to been broken. There are no records that this applicator has ever been serviced. There was no pt injury.